Event description:
Swollen lymph nodes, tremors, face flushing, daily fevers, joint pain, ache, shooting pain in breasts, fatigue, blurred vision, dry eye, hair loss, gastrointestinal issues. FDA safety report ID# (B)(4).